Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device, had ultrasound image [quality] being not good. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: b5. Additional information added to fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the probe surface was lifted, and propagation of the ultrasound waves were blocked, no ultrasound image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during service / maintenance. There were no reports of patient involvement.